Manufacturer narrative:
The sales rep has limited information regarding the case. Exact cause for disengagement of the taper pin is unknown at this time. The device was not returned and discarded by the user facility. As a part of investigation, device history record and performance history of the lot were reviewed. Ther were no scrapped or reworked parts in this lot. This is the second complaint out of (B)(4) cases that have been performed with the toemate components from this lot till date. The previous complaint was due to poor resection of the bone which was corrected in the revision surgery. In this case, the bone resection was poor too, as evident from the patient's x-ray. There is no evidence to suggest that the toemate components have contributed to the reported event. The separation of the parts is possible when the patient doesn't comply with the post-operative care as stated in the IFU or lack of taper engagement due to surgical technique. The implants were removed from the patient. No other issues were reported. The complaint is considered closed.

Event description:
Patient was implanted with arthrosurface toemate on (B)(6) 2016. During the revision case on (B)(6) 2016, it was identified that the taper between the two screws was disengaged.